Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving fentanyl (1000 mcg/ml at 75 mcg/day) via an implantable infusion pump for spinal pain. The patient's medical history included vascular disease, kyphosis, and diabetes. It was reported that some stabilizing sutures had broken loose from the pump. The event date was asked but unknown. Per the hcp, the patient's tissue and medical conditions, including kyphosis, may have been a contributing factor. It was unknown if or what troubleshooting was done. The patient was scheduled for a revision surgery on (B)(6) 2018. A mesh pouch was added around the pump and the pump was re-sutured. It was noted that some sutures were not holding even during the revision surgery. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.